Event description:
The customer reported that the bag of the water tube for the flushing pump was opened at the preparation stage, a foreign object came out of the tube. The issue was found during preparation for use. The customer completed preparation with another tube. There were no reports of harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. While examining the particle found inside the pouch, it was concluded that the foreign object is part of other luer that has broken. Non-conforming material was provided by supplier which wasn¿t detected by operators. Olympus will continue to monitor field performance for this device.